Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 03/2024).

Event description:
It was reported that during the port placement, the sheath allegedly could not be peeled off. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number and the lot met all release criteria. A device history record review is required. Investigation summary: one introducer peel-apart sheath was returned for evaluation. Functional, gross visual and microscopic visual were performed. A kink was observed on the peel-apart sheath just distal to the white trocar handle. The investigation is confirmed for the reported failure to peel sheath and identified kink issue, as extreme resistance was met when attempting to peel-apart the sheath from the handle and the sheath was not able to be peeled apart. Complaint due to ¿sheath could not be peeled off¿ was confirmed. According with the photo evaluation performed at reynosa facility and evaluation performed by bdpi field assurance the following was concluded: one 6.5 fr introducer peel-apart sheath was evaluated. The vessel dilator was not present. The grey sheath and white tabs were not split as intended. The grey sheath appeared to be slightly bent at the distal end. A closer view revealed a deformation on the gray sheath very close to the white tabs. This condition may have been caused by insertion against resistance. Usage residue was noted through the sample. The sheath was not able to be peeled apart during functional testing. Measurement of the skiving section was requested, and the length was found to be under specification. This condition was caused during manufacturing process and prevented a proper peel-away. Therefore, the cause of this condition is manufacturing related. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2024), g3, h6 (device, method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the port placement, the sheath allegedly could not be peeled off. There was no reported patient injury.